Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported an suspected infection was present at the ipg site. In turn, the system was explanted. Patient was prescribed oral antibiotics.